Manufacturer narrative:
During the evaluation of the device at a third party service center, the device would not work on ac power. The device's power management board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.